Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope. And 3.8 inspection of the endoscopic system¿ describes the following warning: 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe, the endoscopic image. And confirm, that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of the angle wire, bending angle in up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, the nozzle had foreign objects, due to a pinhole on the channel tube water tightness was lost, the bending section cover had a scratch, the bending section cover adhesive had a chip, crack and a white-clouded area, due to clogging of the nozzle water removal ability did not meet the standard value, the objective lens had a crack, the adhesive around the objective lens was peeled, the light guide(lg) lens had a crack, the adhesive around the lg lens was peeled, and the plastic distal end cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported an angulation malfunction on (B)(6) 2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects in the nozzle.